Event description:
It was reported that pump displayed malfunction alarm with code malf 0, and caller stated that no notable events occurred before malfunction. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide related blood glucose information. Customer contacted technical support, who provided instructions and assisted with resetting pump, after which malfunction did not recur, and customer was advised to continue using pump and to call back if problem returned, which caller acknowledged and understood.